Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units line cord is missing ground prong.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units line cord is missing ground prong. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer evaluated found line cord to be missing the ground prong. Replaced line cord (d012-00-1688-21) assembly. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. Complete checkout and checklist has been performed. There was no patient involvement, the defective components were received for further investigation. The failure analysis and testing dept. Verified the power cord reel assembly has physical damage (missing ground lug.). Fat is unable to install the power cord reel assembly into cardiosave test fixture as per specifications of the cardiosave service manual. The fat dept. Verified the failure of the power cord reel assembly failure "missing ground lug". Suspected manufacturing defect considering similar failures have been observed in the past. Retaining the power cord reel assembly in the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.